Manufacturer narrative:
H6-code 4112: imaging series have been provide and were evaluated. The imaging evaluation summary states the following: two time-points available for evaluation: post-implantation cta dated (B)(6) 2019 and post-implantation cta dated (B)(6) 2020. On the (B)(6) 2019 time-point no endoleak is visualized or device separation. On the (B)(6) 2020 time-point there appears to be a gap between the distal contralateral leg ¿bridging¿ device and the proximal ibe trunk. Contrast appears to be pooling in the sac at this location of device separation in the rci. Type iii endoleak appears to be confirmed. Aneurysm sac size appears to change between time-points: o (B)(6) 2019¿ 45.2 mm x 52.4 mm; o (B)(6) 2020¿ 53.3 mm x 57.3 mm.

Manufacturer narrative:
(B)(4). A review of the manufacturing records indicated the lot met pre-release specifications. The device remains implanted in the patient. Imaging series have been requested and provided for investigation. Imaging series are being evaluated.

Event description:
On (B)(6) 2018, the patient presented with an aortic aneurysm reaching to the iliac artery which was treated with a gore® excluder® aaa endoprosthesis and a gore® excluder® iliac branch endoprosthesis. On (B)(6) 2020, a computed tomography angiography suggested an endoleak. On (B)(6) 2020, an angiography confirmed that the bridging contralateral leg endoprosthesis (plc231200) disconnected resulting in a type iii endoleak. Growth of the aneurysmal sac was noticed. On (B)(6) 2020 the endoleak was resolved during a reintervention. The bridge was extended with another contralateral leg endoprosthesis (plc271200).